Manufacturer narrative:
Novocure¿s medical assessment is that the contribution of the transducer arrays to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include: underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 51-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On may 27, 2026, novocure was informed that the patient had been hospitalized from (B)(6) 2026, to (B)(6) 2026, for an unspecified surgical procedure performed on (B)(6) 2026. The patient resumed optune gio therapy on (B)(6) 2026, and subsequently experienced pain at the surgical site. Following consultation with a neurosurgeon on (B)(6) 2026, a wound dehiscence of the surgical resection site was confirmed, requiring wound closure with sutures. As a result, the patient temporarily discontinued optune gio therapy. An attempt was made to contact the prescribing physician; however, no reply was received.